Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer declined further troubleshooting from tandem technical support. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided.